Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through a femoral artery. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending (lad) artery. For pre dilation the 2.5mm x 12mm nc quantum apex balloon catheter was advanced and the balloon was inflated to 20atms. Upon the second inflation, the balloon was inflated to 20atms and ruptured. The device was removed from the patient intact. The physician attempted to ablate the lesion using the rotablator system however, was unsuccessful. The physician went on to predilate the lesion with a 2.5.x15mm non-bsc balloon and then implanted a 2.75mm x 16mm taxus liberte stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through a femoral artery. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending (lad) artery. For pre dilation the 2.5mm x 12mm nc quantum apex balloon catheter was advanced and the balloon was inflated to 20atms. Upon the second inflation, the balloon was inflated to 20atms and ruptured. The device was removed from the patient intact. The physician attempted to ablate the lesion using the rotablator system however, was unsuccessful. The physician went on to predilate the lesion with a 2.5.x15mm non-bsc balloon and then implanted a 2.75mm x 16mm taxus liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex monorail (mr) balloon catheter was received with dried blood and contrast present throughout the guide wire lumen and balloon. A longitudinal tear measuring 7mm long was identified on the proximal end of the balloon wall. Microscopic examination of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Examination of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).